Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where one burst of anti-tachycardia pacing (atp) and three shocks were suspected to have been delivered due to an atrial arrhythmia with rapid ventricular response (rvr). Atp did not convert the arrhythmia, however the third shock converted the af. Normal sinus rhythm was observed on the presenting egm. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter name. Remote monitoring data confirmed normal device function. However, the field representative was unfamiliar with the health care professional (hcp)/initial reporter, and unable to provide additional contact details. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where one burst of anti-tachycardia pacing (atp) and three shocks were suspected to have been delivered due to an atrial arrhythmia with rapid ventricular response (rvr). Atp did not convert the arrhythmia, however the third shock converted the af. Normal sinus rhythm was observed on the presenting egm. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that review of remote monitoring data confirmed normal device function. This ICD system remains in service. No additional adverse patient effects were reported.